Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath, after a diagnostic procedure. Reportedly, a cuff miss occurred. A starclose se device was used; however, pulled out of the artery before clip deployment. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide and starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that an ipsilateral femoral venous sheath was use with the starclose se device. Per the instructions for use, the safety and effectiveness of the starclose se vascular closure system devices have not been established in the following special patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The perclose proglide device, referenced was filed under a separate medwatch manufacturer report.